Event description:
It was reported that the customer was hospitalized with a high blood glucose of 616 mg/dl. The caller stated that the customer had been experiencing high blood glucose levels for the past week. The caller stated that the customer felt wobbly, dehydrated and confused. The caller stated the customer had initially gone to his doctor due to low blood glucose levels. The customer's settings were changed, and that is when his blood glucose levels began elevating. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Tubing clamp was shipped to the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.